Event description:
A shockwave coronary c2 aero intravascular lithotripsy (ivl) catheter was used to treat a heavily calcified lesion in the left circumflex artery. Access was obtained via the femoral approach. An attempt to cross the left main (lm) artery to treat the circumflex artery was made. However, adequate guide support could not be achieved, preventing successful device delivery. The lesion was pre-dilated with a 2.5 mm semi-compliant balloon. A guide liner was subsequently used but the patient experienced low blood pressure, described by the physician as an inability to tolerate the pressure dampening. As a result, further attempts to treat the circumflex artery were aborted, and the lm artery was stented. The patient will be rescheduled to reattempt percutaneous coronary intervention (pci) of the circumflex artery at a later date.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the hypotension could not be definitively determined based on the information available. There was no additional patient harm reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.